Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd secondary administration set experienced 17 occurrences of disconnection. It was reported by the customer that they continue to have tubing issues. We are unfortunately continuing to have tubing disconnect events (up to 17) with our most recent yesterday.

Event description:
It was reported that the bd secondary administration set experienced 17 occurrences of disconnection. It was reported by the customer that they continue to have tubing issues. We are unfortunately continuing to have tubing disconnect events (up to 17) with our most recent yesterday.

Manufacturer narrative:
H6: investigation summary. No photo or sample was received for the customer's complaint of connection issues. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided.